Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation, he/ she suspected postoperative inflammation. On the 9th postoperative day, the patient experienced blurry vision and hyperemia. Fibrin was confirmed. Bacterial endophthalmitis was suspected because the physician had experienced it on another day of surgery. Anterior chamber washing was performed, antiseptic was used but the patient did not improve. There was no inflammation in the vitreous body. In addition, aqueous humor was collected, tested and no bacteria was confirmed. The iol remains implanted in the patient's eye. Confirmation was received that the physician performed a vitrectomy to treat the patient's symptoms. The patient's outcome is unknown. No further information is available.